Manufacturer narrative:
(B)(4). Analysis: the product, as returned, shows evidence of blood. The device was evaluated and the alleged failure could not be duplicated; no sign of occlusion or other abnormalities were noted. Unit inspection found the stop clock for the pressure monitoring line in the closed position. Results of the mechanical testing done shows proper flow out to the needle tip after the valve was opened. Conclusion: device evaluation and alleged failure could not be duplicated- an exact cause for the reported product problem is not known, but could be related to user interface.

Event description:
Info received indicated the hcp was unable to use the product to monitor pressure levels during the case. Intra-operative device inspection found the pressure monitoring line appeared to be occluded. The product was changed-out during the case with no reported consequence to the patient.